Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had infusion set discoloration and that they experienced high blood glucose levels of 350 mg/dl to 412 mg/dl. The customer treated with insulin pen. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.